Manufacturer narrative:
The returned cycler was refurbished. A device investigation will not be performed as the cycler has been refurbished. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material and process controls were within specifications. Medical records have been requested. A supplemental report will be submitted upon final review of medical records by the post market clinical department if additional information is obtained.

Event description:
During a follow-up call, the patient's peritoneal dialysis (pd) nurse reported the patient developed peritonitis on (B)(6) 2014 due to touch contamination. No additional information was provided.